Event description:
The customer reported via phone call indicating that the insulin pump had a damage. Customer's blood glucose was unknown mg/dl. The customer stated that there was crack run across screen and the lcd was unreadable. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding display glass. No testing could be completed due to the bleeding display glass. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a cracked end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.